Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received a shock after turning onto their left side. The shock was later determined to be inappropriate. According to the physician, an x-ray confirmed appropriate device and electrode position. The device was electrically deactivated pending surgical intervention. Additional information received indicates that surgical intervention was performed. The electrode was confirmed to have dislodged. There were also air bubbles noted in the pocket and body fluid contamination in the device header. The device and electrode were explanted and replaced. Besides intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High powered visual inspection noted a hole in the seal plug with body fluid contamination within the lead barrel. No other anomalies noted. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis confirmed contamination in the header due to the hole in the seal plug. The clinical observation of inappropriate shocks could not be confirmed by analysis.